Manufacturer narrative:
Device not returned to MFR.

Event description:
Report # (B)(4) is a literature-spontaneous report from the united states that involves (B)(6) year-old male patient who developed stage ii squamous cell carcinoma (scc) of the scrotum after administration of iodine-125 (125i) seeds for treatment of localized prostate cancer. Concurrent medical conditions/past medical history included prostate cancer. The patient denied any labor-intensive occupational history or known exposure to heavy metal plants, tar, or any other hazards characteristic of this disease. The patient had been married to his wife for many years and denied any extramarital or high-risk sexual behavior that would place him at risk for (B)(6). Concomitant medications were not provided. On an unspecified date, the patient started radiotherapy (xrt) and received an implantation of interstitial permanent iodine-125 (125i) seeds. A total of 88 125i seeds, 0.255 mci per seed (22.44 mci total), were placed at the time, and his xrt occurred over a month-long period with a daily dose of 180 cgy (4500 cgy total). Approximately five to six years after implantation, the patient became aware of a growth on his left hemiscrotum. He was initially asymptomatic from the mass. However, six to seven years later, the patient presented to the clinic as he became concerned by its increasing rate of growth and recent onset of intermittent bleeding. Physical examination revealed an approximately 3 cm raised fungating-like growth of the left hemiscrotum extending just to his scrotal midline. There was no palpable inguinal adenopathy, the prostate was smooth on digital rectal examination, and no additional masses were noted. The rest of his examination revealed nothing remarkable. Removal of the 3 cm lesion was performed by an elliptical incision with negative gross surgical margins. The excision extended through dartos but did not violate the external spermatic fascia. Histologic and immunohistochemical analysis revealed moderately differentiated invasive keratinizing scc, pt2nx, with a 1.2 cm depth of invasion. Further analysis found the lesion to be (B)(6). Two weeks after surgical resection, the patient underwent a computed tomographic (CT) scan of his abdomen and pelvis that did not demonstrate any residual mass, regional adenopathy, or potential metastatic lesions. He was then taken to the operating room, where a wide local excision with 1.5 cm margins was performed. The excised tissue had no neoplasia or malignancy on histopathologic analysis. The patient returned to clinic 2 weeks after his procedure and did not have any new symptoms or concerning examination findings. He was educated about self-examination of his inguinal lymph nodes and was scheduled for repeat examination with CT scan evaluation 6 months after that appointment. At 6-month follow-up, the patient remained free of symptom, with unchanged examination results. His surveillance CT scan did not demonstrate any evidence of local or distant disease. At the time of reporting, the outcome of the event of squamous cell carcinoma was resolved. The reporter did not provide the seriousness criteria of the event, however, the company has assessed the event as serious based on being medically important. Discussion: primary risk factors for cutaneous scc development mainly comprise various occupational exposures and (B)(6)-infected skin lesions. Additional documented risk factors include exposure to ultraviolet light, ionizing radiation, and certain immunosuppressive therapies. This patient underwent 2 prior radiotherapies for treatment of prostate cancer and subsequently developed otherwise unexplained stage ii scc of his scrotum 5 to 6 years later. In patients who underwent 125i brachytherapy as monotherapy, there does not appear to be an increased risk of secondary primary cancer (spc) development compared to the general population. However, for those who received xrt either as monotherapy or in combination with prostatectomy or brachytherapy, there is a greater propensity of developing in-field bladder and rectal spcs. To the authors' knowledge, there is no documented increased risk of infield cutaneous scc development as an spc after brachytherapy or xrt for prostate cancer. Although the authors could not with complete certainty attribute their patient's scrotal scc development to his prior ionizing radiotherapy, the roughly 6-year lag time from exposure to gross tumor appreciation coincides with expert opinion on the postradiation exposure latency period for radiation-induced malignancies. Conclusion: the authors presented a patient with stage ii scrotal scc whose only known risk factor was prior exposure to radiation from combined xrt prostate brachytherapy for localized prostate cancer. While (B)(6)-infected skin lesions are common, studies investigating the propensity of radiation to induce transformation of these lesions into invasive scc is lacking. The patient thus far has a disease-free survival of greater than 6 months. To the authors' knowledge, this is the first documented case of scc of the scrotum with no risk factors other than in-field exposure to ionizing radiotherapy for prostate cancer. According to the authors, it is unclear whether this patient's cutaneous malignancy developed as a result of radiation exposure, oncogenesis of the (B)(6) lesion enhanced by radiation exposure, or a separate underlying cause. Glaser za, white m, mckinley e, et al. Squamous cell carcinoma of the scrotum after brachytherapy and external beam radiotherapy for prostate cancer: case report and review of the literature. Clinical genitourinary cancer. (2016); 15(1): 91-3.